Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a "preterm" patient was cooling in the neonatal intensive care unit, and after 24 hours, the nurse noticed that the child was warmer than expected. Because the upper and lower limits had been manually changed by the facilities maintenance staff, no alarm or warning messages were presented. The connections were checked and everything was fine. When the pad was inspected, they noticed that the pad "tips" were not chilled, and the affected area was marked by the sales rep. The customer assumed that the entire pad was not in full contact with the patients body, and as a result the pads were replaced with a new set of pads. Subsequently, there were no further complications or difficulties.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a "preterm" patient was cooling in the neonatal intensive care unit, and after 24 hours, the nurse noticed that the child was warmer than expected. Because the upper and lower limits had been manually changed by the facilities maintenance staff, no alarm or warning messages were presented. The connections were checked and everything was fine. When the pad was inspected, they noticed that the pad "tips" were not chilled, and the affected area was marked by the sales rep. The customer assumed that the entire pad was not in full contact with the patients body, and as a result the pads were replaced with a new set of pads. Subsequently, there were no further complications or difficulties.

Manufacturer narrative:
Received 1 used pediatric universal pad with the original unit packaging. During visual evaluation, the pad was reviewed and found to have the trim pattern correctly performed. The plastic tube was found completely assembled, covering the total of clamping rings on the plastic connector and manifold connector. The foam was found to be free of damages, tears or perforations, and the seal between the manifold connector and the pad was found completely sealed. The energy connector had no noted damage, and the pad was noted with sealing presence. No manufacturing issues were noted. Per functional evaluation, the pad was submitted to the flow rate test with the arctic sun machine model 2000. The pad was connected to the arctic sun machine model 2000 for 10 minutes with the following result: small universal pad: a total of 8.46 l/min m2 of flow rate was registered during the test, the temperature target was 25°c and the result was 25.04°c. The flow rate was found to be within specification, and the temperature target was achieved without any problem. The flow rate for this product must be above 3.9 l/min m2. The reported event was unconfirmed as the product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿due to the small patient size and the potential for rapid patient temperature change. It is recommended to use the following settings: water temperature high limit: =40°c (104°f), water temperature low limit: =10°c (50°f), control strategy: 2. It is recommended to use the patient temperature high and patient temperature low alert settings. Place a core patient temperature probe and connect to the arctic sun temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a (B)(6) patient was cooling in the neonatal intensive care unit, and after 24 hours, the nurse noticed that the child was warmer than expected. Because the upper and lower limits had been manually changed by the facilities maintenance staff, no alarm or warning messages were presented. The connections were checked and everything was fine. When the pad was inspected, they noticed that the pad "tips" were not chilled, and the affected area was marked by the sales rep. The customer assumed that the entire pad was not in full contact with the patients body, and as a result the pads were replaced with a new set of pads. Subsequently, there were no further complications or difficulties.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a "preterm" patient was cooling in the neonatal intensive care unit, and after 24 hours, the nurse noticed that the child was warmer than expected. Because the upper and lower limits had been manually changed by the facilities maintenance staff, no alarm or warning messages were presented. The connections were checked and everything was fine. When the pad was inspected, they noticed that the pad "tips" were not chilled, and the affected area was marked by the sales rep. The customer assumed that the entire pad was not in full contact with the patients body, and as a result the pads were replaced with a new set of pads. Subsequently, there were no further complications or difficulties.